Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: one (1) actual device was provided for evaluation. The sample was returned in wet condition with a minicap attached. A visual inspection by the naked eye observed a separation between the twist clamp and the main body caused by broken occluder legs (feet) beneath the twist clamp. The occluder feet, contained in the main body and covered by the sleeve, clamp the tubing closed when the twist clamp is locked in closed position. Broken occluder feet would result in fluid flow through the set with the twist clamp closed. The reported condition was verified. The cause of the broken occluder feet could not be determined, however a possible cause is, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid flow with the twist clamp of the minicap transfer set closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.